Manufacturer narrative:
The catalog number identified in this report has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in this report. As the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. However, an image was provided for review. The investigation of the reported event is currently underway. Expiry date: 05/2024. Device pending return.

Event description:
It was reported that post stent placement procedure via lower limb angioplasty through calcified tissue of ipsilateral approach, the stent allegedly got foreshortened. There was no reported patient injury.

Event description:
It was reported that post stent placement procedure via lower limb angioplasty through calcified tissue of ipsilateral approach, the stent allegedly got foreshortened. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not available for evaluation. Images were provided demonstrating the placed stent in the sfa including a digital measurement; based on this measurement the stent was foreshortened after deployment. A strut evaluation of the placed stent was not possible due to poor visibility. The investigation leads to confirmed result for stent foreshortening during deployment. The vessel was calcified but not tortuous, and the lesion was pre dilated; the system was correctly held at the introducer sheath, and the introducer was in a fixed position. The distal stent end successfully landed at the indicated site and that proximal end moved downwards during deployment leading to foreshortening. Based on the information available the investigation is confirmed for stent foreshortening . A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system throughout deployment was found sufficiently described, in particular the instructions for use state: 'confirm that the introducer sheath is secure and will not move during deployment (...) Gently hold the stability sheath close to the introducer sheath and keep it stationary and under tension throughout deployment (...) Remove slack from the stent system held outside the patient. Caution: any slack in the stent system (outside the patient) could result in deploying the stent beyond the target site.', and 'hold the green stability sheath. Do not hold or touch the brown moving sheath.' In regards to pta the instructions for use state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under required material the instructions for use state: '5f (1.67 mm) or larger introducer sheath (...) 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire'. H10: d4 (expiry date: 05/2024), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.